Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site requested a replacement of the power module streamline cable, which is a connector for the power module backup battery, due to a broken power module backup battery clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken streamline cable on the power module was not confirmed. The power module (serial number: (B)(6)) was not returned for evaluation; the broken streamline cable was also not returned. It was noted that 2 new streamline cables were sent to the customer to replace the broken cable. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is 06 march 2010. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 10mar2010. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, instructs the user to schedule a power module inspection and cleaning with abbott-trained personnel once a year, this includes inspecting and replacing the streamline cable of the unit. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.